Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and forwarded to the supplier for further evaluation. The device was visually, functionally, and electrically tested. The device shows signs of activation and has procedural debris around the active tip. The device passed all electrical and functional testing. A specific suction test was set up where the amount of fluid is measured over a period of time compared against its specifications. The flow test revealed that the device extracted 38.56 ml over 1 minute where the specifications state 150-260 ml per minute, confirming the complaint. A leak test revealed a leak between the internal suction tube and the flexible external suction tube of the device. Further investigation into this failure has been conducted under supplier CAPA. The two root causes identified are a leak path introduced at the junction and a leak path introduced on the underside of the active suction tube, indicating uv adhesive is not present around the whole surface. Further, a review into the depuy synthes mitek complaints system revealed no other complaints from this lot of devices that were released to distribution. A review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed.  At this time, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in sweden that during a shoulder arthroscopy surgical procedure, it was observed that the vapr coolpulse90 electrode device did not have any suction from the start according to nurse. The electrode was replaced by another one that worked fine. There was a delay in the surgical procedure of five minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).